Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from business partners regarding a patient receiving lioresal with an unknown concentration for a total dose of 194.67mcg/day via an implantable pump for no known indication for use. It was reported on an unreported date, after starting the product, that the patient developed an unspecified infection. On (B)(6) 2018, the patient was in the operating room to have the pump removed due to infection. No additional information was reported. The event date was unknown. Concomitant products and medical history were not reported/were unknown. No further complications were reported/anticipated.